Event description:
It was reported that an ilet pump was found physically split into two separate pieces without a reported drop, rendering it unsafe to use, and the affected component was the touchscreen with a device problem consistent with fracture. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the touchscreen assembly. It was concluded, based on previously established findings for similar reports, that the cause was traced to user.